Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Syr pca gripper recall - gripper stuck- 07/19/2019 16:12:19 sandra j mcdonald (smcdonal) syr pca gripper recall - gripper is sticking despin - biomed jennifer 262-767-2227 jennifer.despins@aurora.org 08/05/2019 08:57:21 marites malig (mmalig) phone 858-458-7000 7000 est rcl to major repair due to front cover (cracked un pres sn) rear case(cracked btm lt) barrel clamp (cracked at the holder) left/right handles (crackedat the bottom) note: r90 or pca/syr rcl not affected by zsm0054 & not populated by affected date .(affected date was may 01, 2013 to april 30,2017 could be claws are dirty 08/14/2019 09:31:50 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per marites, service tech. Repair approved by amy baker, purchasing, at amy.bak ER@advocatehealth.com for $579. Use new po# htm66283 08/15/2019 05:58:33 marites malig (mmalig) phone 858-458-7000 7000 device not affected by plunger gripper recall not affted by population date (may 1,2013 to april 30,2019) replaced contaminated claws. 08/15/2019 07:11:57 marites malig (mmalig) phone 858-458-7000 7000 rec'd device with software v9.33.0.50 08/15/2019 11:35:56 annette a mendez (amendez) 1001901772290005322700119242538950 12/17/2019 09:55:39 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Event description:
Syr pca gripper recall - gripper stuck- (B)(6) 2019 16:12:19 (B)(6). Syr pca gripper recall - gripper is sticking despin - biomed (B)(6) 2019 08:57:21 (B)(6). Est rcl to major repair due to front cover(cracked un pres sn) rear case(cracked btm lt) barrel clamp (cracked at the holder) left/right handles (crackedat the bottom) note: r90 or pca/syr rcl not affected by zsm0054 & not populated by affected date .(affected date was (B)(6) 2013 to (B)(6) 2017 could be claws are dirty (B)(6) 2019 09:31:50 (B)(6) npi confirmed updated from rcl to mjr for the major repairs needed per (B)(6), service tech. Repair approved by (B)(6). Use new po# (B)(6) 2019 05:58:33 (B)(6) device not affected by plunger gripper recall not affted by population date ((B)(6) 2013 to (B)(6) 2019) replaced contaminated claws. (B)(6) 2019 07:11:57 (B)(6) rec'd device with software v9.33.0.50 (B)(6) 2019 11:35:56 (B)(6) 2019 09:55:39 (B)(6). During the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement